Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff inflation and deflation issue. It was reported that the cuff was tested prior to use and was inflated properly. The customer indicated that there were no any patient symptoms or complications associated with this event.